Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient requires revision surgery due to an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. .

Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the compatibility matrix identified that all the components are compatible. A definitive root cause cannot be determined with the information provided.